Event description:
(B)(4). It was reported that a monitor in operating room 1 has detached from the yoke and the monitor is hanging from cabling. The malfunction was noticed during the preparation of an operating room. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
Actual device was evaluated in the field on (B)(4) 2010. During on-site field servicing, the field service tech noticed that the keeper clip and m3 screw were not in place. Both the keeper clip and the m3 screw are critical parts which need to be in place to prevent this malfunction from occurring. When the m3 screw is not in place, the safety collar can slide up the shaft of the spring arm during normal use and eventually exposing the keeper clip. The keeper clip can then fall out if the monitor/yoke assembly is rotated further. It is unk why the m3 screw was not in place. In similar cases, the m3 screw was removed by a site bio tech and not returned to its proper place. In this case, the keeper clip and m3 screw were replaced and tested to ensure proper functioning. This type of malfunction poses a low risk to a user since the monitor would still be attached by cabling and only falls a few inches. However, if this malfunction occurred when positioned directly over a user, the monitor could impact the user. This specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non conformance has been trended and a CAPA has been opened to investigate these types of failures. This is not a single use device.